Manufacturer narrative:
Product analysis as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; without a dispenser coil or introducer sheath. A rebar-18 micro catheter and solitaire ab stent device were also returned. The solitaire ab device will be addressed in pli-30. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The axium prime pusher was found bent at ~144.9cm from the proximal end (figure g). The shield coil was found undamaged. The detach element was still attached to the pusher. The implant coil was found broken/separated from the detach element at the coil shell (figure h). No damages were found with the rebar-18 hub. The rebar-18 micro catheter body was found to be kinked at ~126.5cm from the proximal end (figure I) and kinked at ~1.0cm from the distal end (figure j). No damages or irregularities were found with the distal tip or marker bands. Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿premature detachment" due to the coil break/separation found with the returned device. Possible cause of the coil break includes, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant during repositioning, pushwire rotation, user advances/retract coil against resistance, or damaged micro catheter. Customer reported vessel tortuosity as minimal. The likely cause could not be determined. The rebar-18 micro catheter was found kinked, potentially contributing towards resistance and subsequent premature detachment. Possible causes for catheter kinking include, but not limited to, patient vessel tortuosity, guidewire/device removed aggressively, catheter entrapment, or user advances/retrieves the device against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm embolization procedure for a ruptured posterior communicating artery aneurysm with amorphous morphology (maximum diameter 8.2 mm, neck diameter 3.4 mm), the stent catheter and microcatheter were positioned and the stent was partially deployed. After placement of the first coil, a second coil prematurely detached during delivery, resulting in partial herniation of the coil into the parent artery. The herniated coil was subsequently removed from the body. The stent then failed to detach as intended. A competitor's stent and microcatheter were used to complete the procedure. The patient's blood flow was normal and vessel tortuosity was minimal. No patient complications have been reported as a result of this event.

Event description:
Additional information was received. No detachment attempts were made using either the instant detacher or manual methods, and no kink or damage was observed on the pushwire. The coil was removed from the patient by hooking it out with a stent. Regarding the solitaire non-detachment, the physician did not feel any resistance while delivering the stent, which was deployed for around 60 seconds prior to detachment. The physician attempted to detach the stent three times with the detachment box, with each attempt lasting between 20 and 60 seconds. The distance from the catheter tip to the detachment zone and the needle size used during detachment are unknown. The detachment box display indicated as per IFU, and the cable polarity was correctly set up. The needle was placed in the groin, specifically in the muscle, with the black cable connected to the needle and the red cable to the pusher wire, which was on a dry, clean surface. The stent was not in a bend. Both the detachment box and cable were re-used, but their model and lot numbers are unknown. The box was used during the procedure, and a new battery was used for detachment. The display did not indicate ¿0.0¿ volt, and there were no visible damages on the detachment cable.

Manufacturer narrative:
Updated: 5, d0, h3, and h6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.